Event description:
A report was received that the patient was experiencing muscle spasms after the permanent implant procedure. The physician assessed that it was procedural pain and the patient was prescribed oral lortab. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead, 50cm.